Manufacturer narrative:
The device has been returned. An investigation will be completed on the returned device and a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that a silent nite appliance has broken. Reportedly the button broke off the lower. No injury was reported.

Event description:
A healthcare professional reported that a silent nite appliance has broken. Based on the device received on 06/26/25 it was observed that an anchor was broken off and a connector was detached from the device.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). Correction: h (c and d), h11. Additional information: b5.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had a slight brown discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off and a connector was detached from the device. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the anchor to break. The manufacturer internal reference number is: (B)(4). Corrected data in fields d4, and h6.